Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2022-04395, related manufacturer reference number: 2017865-2022-04397. It was reported that a patient presented in-clinic for a lead explant procedure. The patient's leads were known to have unspecified malfunctions. Examination of the right atrial (ra) , right ventricular (rv), and left ventricular (lv) leads via chest x-ray performed on (B)(6) 2022 revealed dislodgement due to twiddler's syndrome on all three leads. All three leads were explanted and replaced on (B)(6) 2022. The patient was stable throughout.

Manufacturer narrative:
The reported evens were dislodgement and twiddlers syndrome. A complete lead was returned for analysis. As received, visual and x-ray analysis noted the helix was stretched / damaged as received; therefore, the helix mechanism test was unable to be performed. Electrical testing did not find any indication of conductor fractures but did find an internal short. All damages found are consistent with procedural damage.

Event description:
New information received notes that the right atrial (ra) , right ventricular (rv), and left ventricular (lv) leads were all found to have lost lead slack, which was noted prior to the procedure via the chest-x-ray. Prior in-clinic interrogation had only confirmed an unspecified issue on the ra lead. Additionally, fluoroscopy was used during the lead revision procedure. The patient weight was unknown.